Manufacturer narrative:
The patient's initial gi bleed from (B)(6) 2020 was originally reported in manufacturer report number 2916596-2020-05751.

Event description:
It was reported that the patient was presented to the emergency room on (B)(6) 2020 with continuous low flow alarms likely caused by hypovolemia/hypotension in the setting of a gastrointestinal bleed. The patient was treated with fluid resuscitation and packed red blood cells.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log files provided by the account confirmed low flow alarms. Although a specific cause for these events could not be conclusively determined through this evaluation, the account stated that the alarms were caused by the patient¿s gi bleeding and ascites. A direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The controller event log file contained data from 9:10:59 through 10:47:30 on (B)(6) 2020, per the timestamps. Intermittent low flow fault flags were captured throughout the file when the estimated flow dropped below the low flow threshold of 2.0 lpm, to a range of 0.8-1.9 lpm. These faults resulted in 30 low flow hazard alarms, lasting up to 18 minutes in duration. The observed low flow events also appeared to be associated with elevated pi values. No other atypical events or alarms were captured. The pump appeared to function as intended at the set speed. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6), until (B)(6) 2021 when the patient ultimately expired. No product was returned for evaluation (reference manufacturer report number 2916596-2021-00787). The heartmate 3 lvas IFU, rev. C and the heartmate 3 lvas patient handbook, rev. C are currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient conditions can result in low flow. Furthermore, section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address all system alarm conditions, including the low flow alarm, as well as the appropriate actions associated with each condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 11apr2019. No further information was provided. The manufacturer is closing the file on this event.